Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device had moved from its original position and was now overheating causing a burning sensation. The pt's healthcare professional (hcp) agreed with the pt that the device had moved, but otherwise it was fine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.